Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams). No intervention was performed. The patient status was unknown.